Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, there was no sensing from tip to ring, and the screw was not out. The lead was not implanted and there were no reported patient complications as a result of this event.